Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2007. It was reported the pt had lost weight and had pain at the ipg pocket site. The pt was to make an appointment with her physician. F/u revealed the pt had not yet scheduled the appointment.